Manufacturer narrative:
The physician elected to close the pocket, despite the persistent out of range shock impedance measurements. Also noted was an artifact on the shock channel. The device was not oversensing it, however, so the physician decided to finish closing the pocket. According to the available information, this new ICD was successfully implanted and remains in service. Several requests have been made for additional information, however none is available at this time. No adverse patient effects were reported as a result of these observations. This event will be updated if any additional information is received. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on january 11, 2017. The device was explanted due to a product performance issue (see report#2124215-2017-00164). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of stored data found that the battery status indicator was at elective replacement indicator (eri) associated with a battery voltage of 2.823 volts. The device had declared eri on (B)(6) 2016. The lead barrels were analyzed and all dimensions were found to be within specifications. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that during a device replacement procedure, this new implantable cardioverter defibrillator was exhibiting shock impedance measurements of greater than 125 ohms when connected to the patient's chronic system. The boston scientific crm technical services department suggested re-evaluating device connections and trying different shocking vectors, but shock impedance measurements of greater than 125 ohms were still noted when utilizing every part of the old system. The active defibrillation components of the patient's system include: a large epicardial patch lead, a small epicardial patch lead, superior vena cava (svc) lead, a y-adapter, and two df-1 adapters. A commanded shock resulted in a measured shock impedance of 76 ohms. Initial defibrillation threshold testing (dft's) failed at 26 joules, but a 31 joule shock successfully converted the patient. These shocks measured normal range impedances of 58 ohms and 59 ohms, respectively.